Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "baker grade iii capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker grade iii capsular contracture."

Event description:
Patient reported "prostheses implanted and recently knew that this product was withdrawn from the market due to the risk of cancer associated with these prostheses and is afraid to continue with the prostheses and for that reason intends to remove them." Patient later reported "presence of a prominent fold in the right prosthetic implant" and "implant folding associated with baker grade iii capsular contracture" this is for the right side device. The device still remains implanted.